Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided.

Event description:
The customer obtained a falsely depressed architect tsh result. Sample ID (B)(6)generated an initial undiluted result of 99.1109 uiu/ml and retest undiluted >100 uiu/ml. The sample was diluted (auto) generating 179.7899 uiu/ml and (manual) 178.2378 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
Investigation of the complaint issue included review of complaint activity, trending reports, device history records and labeling. Additionally, in-house testing of the complaint lot was completed. Return testing was not completed as returns were not available. Review of complaint and trending data did not identify any issues or trends related to the complaint issue. Review of device history records associated with lot 37098ud00 did not identify any non-conformances or deviations. Labeling was reviewed and found to sufficiently address the complaint issue. In house testing was performed using a retained kit of reagent lot 37098ud00. Controls and panels of known concentration were tested with the reagent lot. The testing results met acceptance criteria indicating the product is performing as expected. Based on this investigation, no systemic issue or deficiency was identified for the architect tsh reagent lot.

Event description:
The customer obtained a falsely depressed architect tsh result. Sample ID (B)(6) generated an initial undiluted result of 99.1109 uiu/ml and retest undiluted >100 uiu/ml. The sample was diluted (auto) generating 179.7899 uiu/ml and (manual) 178.2378 uiu/ml. No impact to patient management was reported.